Event description:
Atrial oversensing noise noted on atrial lead on stored egm's (called af events) and occasionally able to reproduce with isometncs. Impedances , sensing and thresholds stable according to graphs. Lead was reprogrammed. Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).